Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 15jul19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported backup battery fail indicator. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 20sep2019. Date of report: 23sep2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer decided to remove the unit from service due to costly repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported backup battery fail indicator. There was no patient involvement.